Manufacturer narrative:
Returned device was received in damaged physical condition. The enclosure is cracked and the pcb and power switch are outdated. During the evaluation of the device, a crack in the enclosure by the drain fitting was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the drain fitting. There were no reported adverse events.